Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during reconstitution of a vial of vancomycin using a vial-mate adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.